Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge will be performing further troubleshooting and repair of this iabp shortly to determine cause of failure. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during service test by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) would not start when pressing the on/off switch and there is a short ¿beep¿ sound. In addition, the screen is black, but the fan still runs. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to isolate the failure to the solenoid driver board as the system was not powering up when the defective solenoid driver board was inserted. To resolve the issue, the solenoid driver board was replaced. All functional and safety checks were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical use. The initial reporter of this event was the customer at the user facility not a getinge employee as previously reported.

Event description:
It was reported that during service test performed by the customer, the cs300 intra-aortic balloon pump (iabp) would not start when pressing the on/off switch and there was a short ¿beep¿ sound. In addition, the screen was black, but the fan was still running. There was no patient involvement and no adverse event was reported.